Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. This complaint is being reported based on the event of severe persistent asthma symptoms requiring prolonged hospitalization. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. It was reported that the patient's bronchial anatomy was larger than normal and the airways were very wide open. Due to the patient's anatomy, more activations were required as there was more lung space that required treatment. The procedure was completed with this device. No device malfunctions reported during the case. According to the complainant, the patient remained hospitalized the night of the procedure. While hospitalized, the patient experienced symptoms of severe persistent asthma including heavy wheezing and poor breathing. The patient was treated with a nebulizer and steroids and remained hospitalized. The patient was discharged from the hospital on (B)(6) 2016.